Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an rfa procedure the physician received an error message and could not make any lesions. The procedure was not completed.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete product information. Further information was requested but not received.